Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg value not provided). Customer was admitted to the hospital on (B)(6) 2021 with diabetic ketoacidosis (dka). Treatment provided in hospital was not provided. Cause of elevated bg was not known; no issues with the pump were reported. Prior to being admitted to the hospital, there was no issues with the cartridge, infusion tubing or cannula, no alerts/alarms, a bolus was delivered, basal was being delivered and there were no temporary basal rates. Customer's healthcare provider did not think cause of event was related to the pump; however, the customer was questioning if the pump was delivering insulin. Pump data was reviewed by tandem international customer service. There was no abnormalities (alerts, alarms) that were observed for (B)(6) 2021. Although requested, additional information regarding the reported event was not provided.